Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary investigation selection investigation site: cq zuchwil adverse event (no reported product problem) visual inspection: the complained device shows several mechanical damages on the surface. The anodized color has disappeared completely in some damaged areas showing that the screw is in a used condition. Conclusion: our investigation has shown that the complaint condition for received device is confirmed as it was found in a used condition. As indicated in the complaint condition no product problem was identified. Nevertheless a review of the device history record was performed and revealed that no complaint related anomalies could be found. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 04.005.526 lot: l384977 manufacturing site: mezzovico release to warehouse date: 14.apr.2017 the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Patient¿s weight was not provided for reporting. Date of event is unknown. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure on an unknown date. On (B)(6) 2018, patient underwent surgery for removal of left femoral nail due to irritation of the soft tissue. As per the x-rays taken pre-operative and post-operative, the implants appeared to be fully intact. During the removal surgery, the nail could not be removed and remained in the patient. There was 15 minutes of surgical delay. Patient outcome is unknown. This (B)(4) captures the post-operative irritation of soft tissue that required removal surgery. (B)(4) captures intra-operative event occurred during the removal surgery. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm for im nails. This is report 2 of 3 for (B)(4).